Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint, however, the logs revealed a battery error message and a total power failure event. Performance testing could not reproduce the reported complaint, the battery error message or the total power failure event. The investigation determined the root cause of the reported complaint is unable to be determined. The investigation determined that the battery error message and total power failure event were due to batteries being removed by the user to resolve the reported touchscreen issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen while in use. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. It was reported the internal battery was removed and re-inserted by the customer to address the reported complaint. (B)(4).

Event description:
It was reported to resmed an astral device did not to power on. There was no patient harm or serious injury reported as a result of this incident.